Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 12/18/2018 returned test strips produce high readings. Most likely underlying root cause of high readings are due to improper storage: vial left open for an extended period of time. Test strips UDI#: (B)(4). Note: manufacturer contacted customer on 12/18/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer is concerned with tests results from all results obtained the expected fasting blood glucose test result range is 200 -258mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. Product is stored according to specification in the bedroom. During call on 12/10/2018, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 5/24/2019 and open vial date is one month ago. The meter memory was reviewed for previous test result history: result 1:267mg/dl, 12/3 4:26 pm, fasting; result 2: hi 2/28, 6:16 am (unaware of reading); result 3:414mg/dl, 2/27 7:07pm, fasting; result 4:358mg/dl, 2/5 11:22am, fasting; result 5:371mg/dl, 1/12 10:53pm, fasting. Customer does not test everyday but maybe once a week (in the morning and then before bedtime). The meter memory shows she does not tests her blood much at all. She then started noticing the high results. Meter read hi but customer is unaware of this reading. On (B)(6) 2018 customer had a lesion on her foot and was taken to the ER since it was getting worse. She was prescribed an ointment for the lesion. At the hospital, they told her to do her blood every day. Customer was not testing her blood during this time. Customer was blood glucose result at the hospital was around 200mg/dl (unsure of exact number) and released the same day.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Test strips UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer is concerned with tests results from all results obtained the expected fasting blood glucose test result range is 200 -258mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. Product is stored according to specification in the bedroom. During call on (B)(6) 2018, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 5/24/2019 and open vial date is one month ago. The meter memory was reviewed for previous test result history: result 1:267mg/dl (B)(6) 4:26 pm fasting; result 2: hi (B)(6) 6:16 am (unaware of reading); result 3:414mg/dl (B)(6) 7:07pm fasting; result 4:358mg/dl (B)(6) 11:22am fasting; result 5:371mg/dl (B)(6) 10:53pm fasting. Customer does not test everyday but maybe once a week (in the morning and then before bedtime). The meter memory shows she does not tests her blood much at all. She then started noticing the high results. Meter read hi but customer is unaware of this reading. On (B)(6) 2018 customer had a lesion on her foot and was taken to the ER since it was getting worse. She was prescribed an ointment for the lesion. At the hospital, they told her to do her blood every day. Customer was not testing her blood during this time. Customer was blood glucose result at the hospital was around 200mg/dl (unsure of exact number) and released the same day.